Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator. The device was explanted on (B)(6) 2023. There are plans to re-implant the patient.

Manufacturer narrative:
This report is submitted on february 17, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced an infection (specific date not reported) subsequently, the patient was treated with topical antibiotic (specific date and duration not reported). This report is submitted on october 23, 2023.